Event description:
It was reported that the right ventricular lead exhibited a decrease in sensing. No intervention was performed and the patient was stable. On (B)(6) 2015, the lead exhibited undersensing. A chest x-ray confirmed micro-dislodgment. No intervention was performed and the patient would continue to be monitored.